Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5003102. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5003345. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001802. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001865. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 35765308. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion leading to dehiscence at the implantable pulse generator (ipg) implant site. The physician believed the area was infected, though the infection was not considered related to the device or the procedure. It is unknown whether cultures were obtained. The patient subsequently underwent complete explantation of the dbs system before completing the procedure. Analysis of the devices was not performed as they were retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
With all the available information (in the absence of product return), boston scientific concludes that the reported event of dehiscence, erosion and infection is a known inherent risk as documented in the instructions for use (IFU). A review of the manufacturing documentation for all the dbs devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, labeling states that dehiscence, erosion and infection is a known inherent risk as documented in the IFU of implanting a pulse generator as part of a system to deliver deep brain stimulation (dbs). The dbs devices were all retained by the facility. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. With the reported observations and the labeling review, it has been determined that dehiscence, erosion and infection is a known inherent risk with use of the devices as documented in the IFU. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5003102. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5003345. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001802. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001865. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 35765308. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion leading to dehiscence at the implantable pulse generator (ipg) implant site. The physician believed the area was infected, though the infection was not considered related to the device or the procedure. It is unknown whether cultures were obtained. The patient subsequently underwent complete explantation of the dbs system before completing the procedure. Analysis of the devices was not performed as they were retained by the facility. The patient did well post-operatively.